Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead developed an infection. Subsequently, this lead and the related devices were explanted. The patient fully recovered and was implanted with a new dual chamber pacemaker. No additional adverse patient effects were reported. This device is not expected for return due to contamination.